Event description:
The account alleged the brakes would not hold. No pt impact.

Manufacturer narrative:
The technician found the brake detent mechanism was cracked and brake caters were worn. The technician replaced the brake detent mechanism, brake casters and brake steer caster to resolve the issue.